Event description:
Healthcare professional reported left side "waterfall deformity and capsular contracture baker grade iii". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ unsatisfactory result: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side "waterfall deformity and capsular contracture baker grade iii". Device has been explanted and replaced.

Manufacturer narrative:
Device explant has been confirm (note: initial emdr sent with future explant date).

Event description:
Healthcare professional reported "waterfall deformity and grade 3 capsular contracture". This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: grade 3 capsular contracture.